Manufacturer narrative:
Complaint evaluation: the device evaluated by the bench technician and the damaged battery pca(printed circuit assembly) was determined customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device won't work without ac adapter. There was no patient involvement.